Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the onsite customer. The rse confirmed with the customer they were unable to hear sounds. The rse remotely resolved the customer issue with the system by going into the sound options (control panel) and making the speakers the default option. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the system display has no sound. The device was in use on a patient at the time of the event, there was no adverse event reported.